Manufacturer narrative:
The investigation for the reported positioning issue and the access site bleed has been completed. The device was not returned for evaluation. However, clinical information was provided is sufficient to determine the root cause of the positioning. The cause of the positioning issue was use-related due to impella being placed too deep per clinical description. The root cause of the access site bleeding could not be determined as there were limited clinical details.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced bleeding from the access site which required the patient to go to the or and receive 12 units of blood. 11 days after this event the patient also experienced some positioning issues and the medical team discussed to reposition the pump. The pump remained on for support for 4 weeks and then bridged to a durable vad.